Event description:
New information received indicates that the right ventricular (rv) lead was oversensing noise.

Event description:
It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead extraction procedure because the rv lead was sensing noise. The rv lead was successfully explanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.